Manufacturer narrative:
All available information was investigated, and the reported difficult to open or close (gripper actuation ¿ single) was unable to be confirmed via device analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. Based on available information, the cause of the reported difficult to open or close (gripper actuation ¿ single) appears to be due to user perception. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
This is filed to report a gripper actuation issue. It was reported that a mitraclip was performed to treat mitral regurgitation with grade of 4. During preparation of the second clip, one of the grippers was noted to be defective. No additional information was provided.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.